Event description:
Customer reported a past low blood glucose event with the lowest level recorded at 45 mg/dl. Cause was not known. Customer consumed carbohydrates to address the low blood glucose. Control-iq feature on the customer's pump was not activated at the time of the incident.